Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer's cause of death was diabetic ketoacidosis. The customer passed away in a hospital. The customer was hospitalized with high blood glucose levels of 1100 mg/dl. The customer had stage 3 kidney disease that may have led to their passing. The customer was taken off the pump before they passed. The customer was not using sensors before they passed. The caller declined to return the insulin pump for analysis.